Event description:
It was reported that the field representative received information from a patient advocate alleging that the patient with this implantable cardioverter defibrillator (ICD) system had received four shocks. The patient advocate reported that the patient was transferred to a different hospital. At this time, the ICD system remains in service. No additional adverse patient effects were reported. No additional information was provided at this time.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding device model and serial number. At this time, no further information is available. Should additional information become available this report will be updated.